Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was implanted in an off-label procedure to repair a popliteal aneurysm. Intravascular ultrasound (ivus) was used for the sizing of the viabahn device. On (B)(6) 2024, a reintervention occurred in which an additional viabahn device was added to extend the proximal portion of the viabahn device stent graft that was implanted on (B)(6) 2024 due to thrombosis. The physician reportedly put the patient on aspirin and plavix. The physician did not suspect heparin-induced thrombocytopenia (hit). The physician suspected the event was related to the patient immediately doing physical therapy after the (B)(6) 2024 procedure. The patient tolerated both procedures and is doing well.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. The device was not returned to gore for direct analysis. Therefore, an engineering evaluation could not be performed. According to the instructions for use for (IFU) for gore® viabahn® endoprosthesis with heparin bioactive surface, hazards and adverse events, complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel.